Manufacturer narrative:
(B) (4). This MDR is being filed late as it was discovered during an internal file assessement.

Event description:
It was reported that the patient underwent a pump refill "weeks ago" and at that time, the patient experienced a seroma. The aspiration of the pump went well; when filling the pump there was increased swelling to the pocket. They questioned a pocket fill; the pump was not reaccessed. Subsequently, the patient developed underdose symptoms and increased baseline spasticity. The pump was accessed and was empty. There was a volume discrepancy with the actual residual volume less than the expected residual volume (values were no specified). The patient was stabilized as of the time of the report. It was later reported that the patient experienced hypertonia and pruritus. The event was not attributed to the device system. Per the reporter the event was: "health care provider error." The patient outcome was recovered without sequelae.